Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cs300 intra aortic balloon pump (iabp)¿s screen goes out. There was no patient involved.